Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error alarm during the bolus procedure. The blood glucose reading was 5.8 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be replaced.